Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken blade. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected before use and no damage or anything out of the ordinary was detected at the time. The device fragment fell inside the patient while the surgeon was performing dissection. The surgeon was unable to determine the cause of the instrument breakage or the fragment falling issue, stating that nothing out of the ordinary was being done at the time. The instrument had been used for approximately one hour before the incident occurred. No functionality issues were noticed by the surgeon during the procedure. There was no collision between the instrument and other surgical instruments or hard materials during the operation. Upon final removal, the instrument's wrist was straightened and no resistance was observed. No damage to the cannula or further damage to the instrument was noticed. The fragment(s) were retrieved from the patient using a laparoscopic grasper. All fragments were confirmed to be retrieved. No additional surgical procedures (laparoscopy or open surgery) were required to remove the fragment; it was retrieved within the original procedure. No post-operative x-ray or ultrasound was performed to check for remaining fragments. The entire procedure was successfully completed robotically. The patient experienced no injury due to the incident and has not returned to the hospital for any potential complications related to retained foreign objects. The instrument, associated accessory, and any retrieved fragments are available for return to isi for evaluation and analysis. No photographic images or video recordings of the device(s) or the procedure are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have broken curved blade at the base on the distal side. A piece approximately 1.40mm x 2.17mm x 11.00mm was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.